Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and once the fse investigated the iabp, he found evidence of a liquid spill that damaged the motor controller board and the solenoid controller board. The fse ordered both parts and returned and replaced both boards. The fse was then able to complete all calibrations, performance, and safety tests. The preventive maintenance was completed and the iabp was approved for clinical use and returned to customer

Event description:
The customer complained of an unknown issue regarding a cardiosave intra-aortic balloon pump (iabp) and has requested a repair investigation. The circumstances of the event are unknown, however, no adverse event has been reported.